Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date due to patient anatomy the knee cannot be flexed as needed so there was some bend on the reamer shaft. There may have been a little to much forced on the reamers shaft and head as they where pushed down the tibial canal. The tines of reamer head broke off. The procedure was successfully completed with no surgical delay and no patient outcome. This report is for one 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: 10-apr-2020. Expiration date: 31-mar-2030. Part number: 03.404.016s-us, 10.0mm reamer head for ria 2-sterile. Lot number: 51p9257 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. The packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m016, ria ii reamer head 10.0mmlot number: 6772001. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 30-sep-2019 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 26-aug-2019 was reviewed and determined to be conforming. Heat treat certified to be within specified range. Certificate of analysis supplied to mark two engineering by banner medical innovations dated 26-mar-2019 was reviewed and determined to be conforming. Material certification supplied by universal stainless to banner medical innovations dated 14-dec-2018 was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: manufacture date updated.